Event description:
It was reported that the ilet user received urgent low glucose and glucose falling alerts, then experienced a blood glucose of 65 mg/dl that was treated with 2 ounces of juice, followed by elevated glucose overnight with readings up to 200 mg/dl the next morning. Customer care provided assistance that included telephone troubleshooting and education regarding cartridge replacement. Symptoms included hypoglycemia with device alerts indicating rapid glucose decline. Outcomes included transient hypoglycemia that resolved with oral carbohydrate and subsequent hyperglycemia without medical intervention. It was concluded that the cause of the hypoglycemia was unclear, and user education was provided on supply changes and schedule adherence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.